Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a x-tack endoscopic helix tacking system was used during a fistula closure procedure performed on (B)(6) 2024. During the procedure, the x-tack was difficult to release from the catheter. During deployment, the x-tack handle broke causing difficulty in removing the x-tack catheter. The procedure was aborted. There were no patient complications reported as a result of this event.